Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. No additional patient or event information was available.

Manufacturer narrative:
¿The event date listed on b3 is reflective of the time zone of the country of the event.¿